Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. The patient had difficult anatomy and was considered obese with an internal normalized ratio (inr) of 2.2. Two watchman® access system (was) along with 3 watchman ® laa closure device & delivery systems (wds) were used. A double curve was initially used and a 24 mm and 27 mm wds were attempted. The 24 mm device failed the tug test because the physician lost some depth upon deployment, so a larger (27 mm) device was used. This device was deployed too proximal and failed the tug test, so a smaller device was attempted to start deep to obtain stability and anchor. An anterior curve was then used with a 21 mm wds. The 21 mm device met the release criteria and was implanted successfully with no patient complications. Later that day, the patient developed a hematoma below the skin. There were no vascular complications and the hematoma resolved. The patient was discharged from the hospital the following day.